Event description:
It was reported that a 3 hr right coronary artery (rca) percutaneous coronary intervention (pci) was performed. The rca pci included multiple inflations at multiple sights in the rca. Multiple catheter exchanges, multiple balloons, and stent placement ensued. An intravascular ultrasound (ivus) was performed during the procedure. At the end of the procedure, a 6f angio-seal sts plus was selected for use. No pre-insertion angiogram was performed. The angio-seal was deployed in the right superficial femoral artery and hemostasis was achieved without deployment problems. The deployment process took about 5 mins and the compaction marker was exposed about 5 millimeters. Following the deployment, the pt was kept on bedrest. Three hrs after the procedure, it was discovered that the pt had developed a 500cc hematoma around the groin. Manual compression was applied and hemostasis was achieved. The hematoma has been reduced in size and the pt is recovering. No blood transfusion had been required. The physician was in the training process for the angio-seal sts plus device.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.